Event description:
Revision surgery - this is the patient's third revision due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one year of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with this product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.